Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013-02, product type: catheter. Product ID: 8709, serial# unknown, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump revealed no anomalies. The catheter was returned in segments. Analysis of the catheter (j10824r13) revealed the catheter body was deformed and/or abraded, but this did not affect infusion. Analysis of the catheter (unknown) revealed a hole in the catheter body caused by poking from the metal pin of the pump connector.

Event description:
It was reported that the patient¿s pocket was infected. The organism was unknown. The patient was hospitalized and experienced flu-like symptoms, sedation, an overall flu feeling, and pain. The patient¿s pump and catheter were explanted. The medication used within the system was lioresal. The patient was noted to still have been treated for an active infection at the time of this report. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.